Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery test alerts due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. Customer reported that battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.